Manufacturer narrative:
The device was returned and investigated. The reported difficult or delayed activation could not be replicated in a testing environment due to the condition of the returned device (clip was not returned). Additionally, return device analysis observed a crack, twists and scratches on l lock tabs. The clip introducer was observed deformed. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to reported event. Additionally, a review of the complaint history identified no similar incidents reported from this lot. All available information was investigated, a cause for the reported difficult or delayed activation (clip deployment) could not be determined. It is possible that there were procedural interactions (e.g. Unintended curves on the device and/or anatomical conditions) which resulted in increased tension on the system, such that the clip was initially unable to disengage from the l-lock assembly but ultimately released following troubleshooting maneuvers to deploy the clip. However, this cannot be confirmed. Based on the information, a cause for the reported difficult or delayed activation could not be determined. A cause for the observed material deformation of the clip introducer cannot be determined. It is possible the observed material deformation of the clip introducer is the result of advancing the clip introducer against resistance, however this cannot be confirmed. The observed crack, twists and scratches on l lock tabs appear to be related to the performed troubleshooting to deploy the clip(procedural circumstances). There is no indication of a product issue with respect to manufacture, design or labeling.

Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
This is filed for difficulty deploying the clip. It was reported that this was a mitraclip procedure to treat degenerative mitral regurgitation (mr) with a grade of 3. The clip delivery system (cds) was advanced into the patient anatomy and an attempt was made to deploy the clip. The clip was difficult to deploy, as the clip would not detach from the delivery system. Standard troubleshooting maneuvers were performed and clip was able to be deployed, reducing the mr to grade less than 1. There was no adverse patient effect and no clinically significant delay. No additional information was provided.